Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's lead had migrated, resulting in high impedances and preventing patient's ipg from entering MRI mode. Surgical intervention was undertaken where in the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.